Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-13266. It was reported the pt experienced a burning sensation at the ipg site while charging her scs system. The pt was advised to charge more frequently for less time.

Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.